Event description:
The customer reported that the display was blank.

Manufacturer narrative:
(B)(4): the customer reported that the display was blank. A replacement display assembly was shipped to the customer. As of 11/17, the customer has not called back regarding this issue.